Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette error. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to manufacturer: 10/23/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have inaccurate reading in the manufacturing utility mode of the ehl. The cause of the customer reported problem was fluid ingression on the downstream occlusion (dso) sensor assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functional tests and performed as intended after repair.